Manufacturer narrative:
The technician found the casters were worn. He replaced both brake casters to repair the bed.

Event description:
Information received indicates the brake is not holding. The caster wheels are not locking and continue to swivel when in brake.